Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the error (e315) and the unintentional delay in displaying images likely occurred due to the defect of combined maj-1558. Although the device reportedly failed to activate, the root cause could not be determined. This supplemental report includes a correction to h6. Code ¿4114¿ corrected to ¿10.¿ although the device was not returned to olympus, the device was evaluated by an olympus field service engineer (fse) onsite. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. In addition to the unintentional delay in displaying images, device failing to activate, and error code e315 findings at customer site; the additional on-site evaluation finding is as follows: found lines (horizontal/vertical/diagonal) in the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center colonoscope was not working. A field service engineer evaluated the device on site and reported that when connecting the 150-series scope the processor was getting hung and not starting up smoothly or activating. When disconnecting the cable, which was used to connect 150-series scope and activating the video system center, it gave an intermediate error e315 scope mismatch. Error e315 refers to an electrical continuity error. This resulted in a delay in displaying the image. The issue was found during preparation for use and the intended procedure was diagnostic (colonoscopy). The patient was referred to another hospital as the procedure was cancelled. There were no reports of patient harm. This medical device report is being submitted to capture the reportable malfunction found during evaluation at customer site.